Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since the device disposition is presently unknown (device not returned), no further investigation was possible at this time. Based on the information available, the root cause of the reported event can be traced to an unintended use error (mispositioning) which lead to the intraoperative explant. No manufacturing deficiencies were highlighted during the document review performed. The manufacturer has requested additional information on the event, patient impact and device involved, but no further information has been provided to date. Should any further information be received in the future, an update to this reporting activity will be provided.

Event description:
On (B)(6) 2021, a perceval pvs21 valve implant attempt occurred via midline incision. The valve was explanted intraoperatively due to position error confirmed after declamp. A new perceval valve was implanted with no problem and the procedure was completed.